Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what tissue was the w9962 vicryl rapide suture used on? Unk. How was the vicryl rapide suture placed (interrupted or continuous)? Continuous. What was the condition of the tissue when the suture was placed (healthy, thin, fragile, diseased)? Healthy. Did the operating surgeon observe any suture deficiency or anomaly before or during suture placement? No. Can you explain ¿wound healed not well¿? Wound didn¿t heal. What intervention was performed/ prescribed for the patient pain? Unk. Do you have any photos of the wound? No. What was the indication for suture removal 5 days post op? Yes. Can you describe the appearance of the suture prior to removal? Unk. What was used to close the wound after suture removal? Unk. Can you clarify the lot number of the w9962 suture? No. Do you have samples for evaluation? Yes. What is the current condition of the patient? Stable.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2017 and suture was used. It was reported that the patient experienced pain on her wound and returned to the hospital on (B)(6) 2017. It was noted that the wound had not healed well. A second procedure was performed to remove the suture and reclose the wound. The patient condition improved.

Manufacturer narrative:
Additional information was requested and the following was obtained: which tissue layer was the w9962 (vicryl rapid suture) used on? Skin.